Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a 38:xxx failure code the incident occurred during patient therapy. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of failure code 38:xxx which led to an interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation.